Manufacturer narrative:
Report source: (B)(6). Analysis found damage occurred to the catheter body and guidewire during implant procedure and identified the collet was detached from the catheter pin connector. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative returned the intrathecal catheter to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.